Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15166814.

Event description:
It was reported that the patient was experiencing intermittent therapy due to high impedances. The patient underwent a revision procedure wherein leads were replaced with an MRI compatible. The patient was doing well postoperatively and the explanted leads were discarded.